Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced a cardiac arrest. During a pulsed field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave 31 mm - us catheter was selected for use. However, the patient presented with first-degree av block/atrial fibrillation and was cardioverted after left atrium mapping. Left pulmonary veins were treated without incident. Treatment of the right pulmonary veins led to arrhythmias ranging from junctional rhythm to third-degree av block and first-degree block. Atropine and/or glycopyrrolate were suggested but declined. After the procedure, the patient was extubated and transferred to post-anesthesia care unit., where they experienced sustained asystole responsive to epinephrine/atropine. The patient required pharmacologic support and a temporary pacemaker for hemodynamic stability. Follow-up is pending to determine recovery or need for a permanent pacemaker. No device issues were reported. The device is not expected to be returned for laboratory analysis; it's retained by the customer.